Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the unit will not go into standby mode. The customer indicated, after upgrading these units with sw (software) 3.00 and hft (high flow therapy), it is no longer possible to put them into standby. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 01sep2020, b4: 02sep2020 . The service technician indicated replacement parts were ordered and service is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20may2020. B4: 21may2020. The service technician indicated replacement parts were ordered and service is still pending. Investigation is ongoing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20nov2020, b4: 23nov2020. H11: d4: serial#: (B)(6). The key market confirmed this problem has been registered to the wrong serial number and the correct serial number should be (B)(6) and not (B)(6). The reported issue was resolved by replacing the flow sensor assembly. Based on information provided and service performed it has been confirmed unit did not meet product specifications. No product has been returned for investigation at this time, diagnostic error codes were reviewed and customer alleged malfunction was confirmed. A service history was performed and unit worked according to specifications prior to being released. No root cause can be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08sep2020. B4: 09sep2020. H11: the information provided was further reviewed. This complaint was reassessed as non-reportable. The unit was not in use when the issue occurred, and in order for the unit to enter standby mode, the patient would have to be removed first. Therefore, the reported issue is not likely to cause or contribute to a death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.